Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:00:54. During night drain cycle one, the patient's ultrafiltration reading was 1473ml, indicating the patient drained 1473ml more than their maximum programmed fill volume of 2000ml. No additional information is available.